Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and made an inaccurate delivery allegation against the pump. No allegation of a blood glucose excursion. This complaint is being reported as there is an allegation against the delivery function of the pump.